Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported their weight at the time of reported event was (B)(6). The patient reported their pain never really went away, it just got worse. The patient indicated they were reprogrammed but pain was not resolved. No further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a return of pain in their back, as it never really had gone away. The patient stated that their implantable neurostimulator (ins) was ¿terrible¿ and that they never had good coverage in their lower back. It was further reported by a manufacturer representative that the patient was reprogrammed to feel stimulation higher up in their right hip. The manufacturer representative stated that they got rid of the stimulation in the patient¿s buttocks, which they were very happy about. It was noted that the stimulation issue occurred on the date of this report. New ld and hd programs were created for the patient to try. It was unknown if the issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.